Event description:
The customer reported that a system error message displayed followed by a loss of x-ray. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator dc power supply was adjusted to 5.0vdc and then reseated. All connectors to the generator control board were reseated. The system was tested and found to be working as intended and returned to service.